Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Cord comes apart [device breakage]. Case narrative: consumer reported via email that the tampon cord comes apart. No injury reported.